Manufacturer narrative:
In argus database case ID ((B)(4)) has been created for this report.

Event description:
This is a spontaneous report received from a male consumer on (B)(6) 2018, regarding his (B)(6)-year-old son who was using col ptb motion kids ((B)(6)) to brush his teeth when the back piece of the head broke off and he spat it out. There was no relevant medical history provided. Consumer began using col ptb motion kids ((B)(6)) toothbrush on an unspecified date in (B)(6) 2018 (unknown frequency). On an unknown date in (B)(6) 2018, consumer's father was brushing his son's teeth and the back piece of the head broke and he spat it out for which the consumer's father thought he was spitting out a tooth. Consumer's father was concerned that his son could have swallowed toothbrush and might have choked. Action taken with col ptb motion kids ((B)(6)) was unknown at the time of this report.